Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6)2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health professional reported right side ¿capsular contracture,¿ baker grade iii and hematoma. No treatment was provided and the device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Hematoma: unable to observe as it is a medical event that is not related to the device. Device appearance: no air bubbles were observed in the gel. Additional observations: crease fold observed on the device. Deformation observed on the device. No further actions are required as the device was implanted.

Event description:
Health professional reported right side ¿capsular contracture,¿ baker grade iii. Health professional later reported "late-onset hematoma" and "something like air bubbles could be observed after the washing". Device has been explanted.

Event description:
Physician additionally reported, ¿something like air bubbles could be observed after the washing¿ and ¿visual analysis of the photographs identified: brown spot cannot be defined if it is inside or outside the surface of the shell¿. Health professional reported the device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: brown spot cannot be defined if it is inside or outside the surface of the shell. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Health professional reported right side ¿capsular contracture,¿ baker grade iii. Health professional later reported "late-onset hematoma" and "something like air bubbles could be observed after the washing". Device has been explanted.